Manufacturer narrative:
Correction information was provided in a.1., a.3., b.3., d.9., and d.10. Additional information was provided in h.3., h.6. And h.10. The lens was returned positioned incorrectly in the lens case. Solution was dried on the lens. The optic has a light narrow scratch near the gusset area on the posterior side and cracks on the anterior and posterior sides near the center of the lens. Product history records were reviewed and documentation indicated the product met release criteria. The file indicated the use of a qualified cartridge. The associated handpiece and viscoelastic was not provided. It is unknown if qualified products were used. The reported lens damage was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met alcon¿s release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. Company recommends using the qualified company iol delivery system. The IFU instructs the lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Failure to follow this step may cause the lens to advance incorrectly causing delivery issues and/or damage. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A surgical technologist reported that during intraocular lens (iol) implantation procedure, when lens was lens was inserted into the eye and it had a scratch. The lens had was explanted and a new lens implanted. Additional information was requested, but no further information is available.